Manufacturer narrative:
Additional information: sections a.2 & d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved following repositioning surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain in the middle ear. On (B)(6) 2020, a revision surgery was performed to reposition the device, however, not all electrodes were able to be reinserted into the cochlea. The recipient has recovered and is using the device.